Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 8 photos were provided for investigation. The photos show tubes appearing to have globules oil droplets , therefore this complaint is confirmed based on the photos provided. Additionally, 100 retention samples from bd inventory were evaluated. 100 retained samples from the same lot number were visually inspected and there were not any defects noted during the inspection for the reported complaint. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes had air bubbles in the gel. This event occurred 12 times. The following information was provided by the initial reporter: the customer stated "they had issues with the ssts tube" and trying to find out if bd's tube is the problem. No further information at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer(r) sst" blood collection tubes had air bubbles in the gel. This event occurred 12 times. The following information was provided by the initial reporter: the customer stated ,"they had issues with the ssts tube," and trying to find out if bd's tube is the problem. No further information at this time.